Manufacturer narrative:
Section a2 and a3 was updated as the customer provided the patient's gender and age.

Manufacturer narrative:
The complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and field data review. Trending review did not identify any trends for the product. Device history record review did not identify any non-conformances or deviations with the lot 21034ui03. The overall performance of architect total b-hcg reagents was reviewed using field data and suggested that the performance of the lot is acceptable. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent for lot 21034ui03 identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: on (B)(6) 2021 sid: (B)(6) initial result was 718.36 miu/ml, repeat on another architect was <1.2 miu/ml, colloidal gold = negative no impact to patient management was reported.

Manufacturer narrative:
Section d4 was updated to include lot no, and expiration date. Section h4 was updated to include device mfg date. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. Section d4 model number was corrected from 07k78-78 to 07k78-77. H3 other text: device evaluation in process but not yet completed.

Manufacturer narrative:
Was this device serviced by a third party? No. Sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided: (B)(6) 2021 sid (B)(6) initial result was 718.36 miu/ml, repeat on another architect was <1.2 miu/ml, colloidal gold = negative. No impact to patient management was reported.